Manufacturer narrative:
Device evaluation:during preventive maintenance by service technician, it was observed that the bio-console 560 instrument had an error code74: sc mpu ss level detector 1 disconnect hard. The issue was resolved by replacing the assembly, safety module, 560. Preventive maintenance was completed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console 560 instrument had an error code74: sc mpu ss level detector 1 disconnect hard. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the observed error 74 could have an impact on the instrument¿s power, voltage, or flow as the customer would not be able to use the low level sensor cable prior to the repair.